Event description:
I had lasik done on both eyes on (B)(6) 2025, and at my annual eye exam with my usual eye doctor on (B)(6) 2025, she noted I now have cataracts in both eyes. These were never noted before.